Event description:
It was reported that the patient presented for a generator change procedure. During the procedure the physician discovered that the right ventricular (rv) lead had an insulation. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was discharged.